Event description:
Discrepant troponin I results on sample from one patient on the vitros rci system.biased results were reported.biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as the resultof theis event.